Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during the fifth drain cycle of peritoneal dialysis therapy. The reporter stated that the patient had disconnected without using proper disconnect procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause was determined to be that the user had disconnected from the device without stopping therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the product family label will be conducted. Should additional relevant information become available, a supplemental report will be submitted.